Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced an infusion set bent cannula and occlusion event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for a few hours. The blood glucose level was 300 mg/dl. The occlusion occurred during both bolus and basal insulin delivery. No further information available.